Manufacturer narrative:
Philips has investigated this complaint. No malfunction was found from the system logfile analysis. A philips field service engineer (fse) went onsite and found that the system failed to boot up due to faulty hub/ts switch (ethernet switch) in the r-cabinet (the switch in the r cabinet didn't power up). This hub switch will ensure communication between the various sub-assemblies. The issue was resolved by replacing the repl. Kit ethernet switch r/m/k cab, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.